Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker completed an initial evaluation of the customers device and verified the reported issue logged in the device's memory. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker replaced the device's power pcba and power wire harness as a precautionary measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Stryker further evaluated the device's keylog and determined the cause of the reported issue to be unknown mechanical issue with the device.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.